Event description:
Caller states the patient tested 4.5 inr on the coaguchek xs system and 7.9 inr on a comparison lab. Coumadin was reduced based on device result. No adverse event reported due to these results. Requested return of suspect system, however, strips are unavailable for return.